Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission, ventricular undersensing was noted. Review of episodes indicated that the undersensing issue was noted because preceding r waves were very large and autosense could not decay fast enough to reach an appropriate sensitivity for the smaller r waves. The patient was seen in clinic later and the suggested programming changes were made. No patient symptoms were reported, and the patient was stable throughout.